Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Occurred during a laparoscopic radical gastrectomy procedure. The stapling devices were being applied to the stomach. The first reload was able to be fired normally. The second reload, a straight loading unit, was loaded normally. But stopped deploying half way. The stapler was able to fire but there was poor staple formation. The staple line was incomplete at the distal end. Pulled back the lever to unload the reload and replaced with an articulating medium thick reload. The reload was loaded normally but unable to deploy. At the time of firing, there was a staple out of the front, but unable to fire normally. The staple line was incomplete at the proximal end. In order to resolve the issue and complete the case, the surgeon manually sutured the tissue. There was no patient harm. The patient outcome is alive, no injury.